Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ with needle had leakage. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation without packaging. The sample was subjected to visual inspection. The plunger was stuck by some clay-like, milky white and loose drug which was observed near the tip of the barrel and also below the stopper. No cracks or other non-conformance was observed. The sample was sent for decontamination before proceeding with leakage test. However, the clay-like drug was unable to be removed. We are unable to further analyze the sample and hence, the non-conformance cannot be confirmed. Unable to perform DHR as no batch number is available.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ with needle had leakage. No serious injury or medical intervention reported.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ with needle had leakage. No serious injury or medical intervention reported.